Event description:
Customer reported a malfunction alarm identified as malfunction code 16. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections (mdi) as a backup therapy while waiting for a replacement pump to be sent.